Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included hypothyroidism, c-section and abdominal adhesions. Concomitant products included alprazolam, bupropion (bupropione), buspirone, hydroxyzine, ibuprofen, lidocaine, metformin, paracetamol (tylenol), quetiapine, sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2011, the patient experienced pain ("body aches"). In (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems conditions:condition: anxiety"). In (B)(6) 2012, the patient experienced depression ("depression"). In (B)(6) 2012, the patient experienced insomnia ("insomnia,"). In (B)(6) 2017, the patient experienced urethral prolapse ("other injury(ies) or complication please describe: mild urethra prolapse"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain/back pains"), dyspareunia ("dyspareunia (painful sexual intercourse),"), metrorrhagia ("metrorrhagia (bleeding between periods),"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), panic attack ("panic attacks"), acne ("acne"), hair growth abnormal ("hair growth in new places"), pelvic adhesions ("adhesions,"), muscle spasms ("muscle spasms") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation/ tubal ligation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal infection, vaginal discharge, vision blurred, fatigue, headache, weight increased, pain, dysgeusia, feeling abnormal, depression, panic attack, acne, hair growth abnormal, insomnia, pelvic adhesions, muscle spasms, vaginal haemorrhage, menorrhagia, anxiety, migraine, nausea, urethral prolapse and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hair growth abnormal, headache, insomnia, menorrhagia, metrorrhagia, migraine, muscle spasms, nausea, pain, panic attack, pelvic adhesions, pelvic pain, urethral prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, 2012 patient received treatment for events: back pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, vaginal infection, vaginal discharge. Patient underwent tubal ligation year 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history updated. Events: abnormal bleeding vaginal, menorrhagia, psychological or psychiatric problems conditions:condition: anxiety, migraines, nausea, other injury(ies) or complication please describe: mild urethra prolapse, joint pain, essure confirmation test(s) conducted, specify: no were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.